Manufacturer narrative:
Concomitant medical product: 4968-35 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to low impedance values on the superior vena cava (svc) and right ventricular (rv) coils. High energy defibrillation testing was performed and intervention was deemed unnecessary. The rv lead remains in use. No patient complications have been reported as a result of this event.